Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level ranging between 42-48 mg/dl. Suspected cause was due to the customer's settings requiring adjustments. Customer addressed bg by consuming carbohydrates. Customer updated pump settings to address the event.